Manufacturer narrative:
The date of birth was not provided, however, the patient's age was provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient was admitted to the hospital on (B)(6) due to driveline infection. The patient was positive for pseudomonas aeruginosa. The patient was treated with antibiotics and was sent home. The infectious disease specialist recommended lifetime suppressive antibiotic therapy. The patient was discharged on (B)(6). The patient was listed on the transplant list.

Manufacturer narrative:
A specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.